Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer¿s current blood glucose value was 400 mg/dl. The customer did not experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Auto mode was inactive at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.